Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter;meter did pass the functional testing; unable to evaluate the returned test strips. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 80 to 110 mg/dl. The blood glucose testing is performed four times daily and has gestational diabetes. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. Customer provided that have had recent changes to diet. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for test results: (B)(6). Adverse event not reported.